Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/2016. Using the pod 5 / page 44: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 107: warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site (see chapter 5, using the pod). 2. Contact your healthcare provider. Inspect the infusion site daily. At least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that a skin irritation causing breaking out, redness on site after pod removal, oozing pus, and itching while wearing the pod. Patient was seen by the doctor for infection (staph infection). The patient was treated with antibiotics, given a prescription for cephalexin to take home and use for 10 days 4 times a day and to put warm compresses and expressing pus from site. The patient¿s blood glucose (bg) levels exceeded 300 mg/dl while wearing the pod. Patient¿s basal was adjusted between 5% and 10% depending on the time of day.